Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the cuvettes, cuvette wash station, reagent probe motor, reagent arm and performed necessary instrument alignments. Although the fse repaired the instrument prior to returning it into service, a root cause for this event cannot be determined to date.

Event description:
The customer reported that on (B)(6) 2011 erroneous, high prealbumin (pab) results were generated on an immage immunochemistry system for three patient samples. Subsequent repeat pab results were lower, either being within or below normal reference range. The erroneous results were not reported out of the laboratory and hence there were no deaths, serious injuries or change to patients' treatment associated or attributed to this event. Samples were serum. Pab quality control (qc) results during the timeframe of the event were within established specification range and assay calibration results prior to the event met specification. There were no other chemistry or system errors at the time of the event.